Manufacturer narrative:
Concomitant therapies: juvéderm® voluma¿ with lidocaine, vitamin d. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinusitis " is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the lp1 with juvéderm® volift¿ with lidocaine, in the ¿full face, medium third¿, ck1, t1, ck3, ck4, lp6, c1, c2, and c4 with juvéderm® voluma¿ with lidocaine, in the ¿contours for full face¿, jw4, and jw5 with juvéderm® volux¿ and in the ck5 with juvéderm® volite¿. The patient experienced an episode of non-device related sinusitis 7.5 months later and was treated with antibiotics and corticosteroid (solupred for 3 days 40mg) therapy by their general practitioner. A few days later, the patient reported ¿oedema¿ affecting the temples and cheekbones and that that they had already had a few episodes of inflammatory oedema which resolved spontaneously, without any triggering factor. The healthcare professional continued corticosteroid therapy with a gradual decrease over a total of ten days. Two months later, the patient had a dentist consultation and a dental panoramic with normal results, a month later, the patient experienced another ¿oedema¿ on the cheekbone and right-side temple, and they consulted their general practitioner, where no etiology found. The patient was told it the event was due to ¿stress¿ and prescribed anti-h1 and 2 days of cortancyl 20mg. Three days later, a complete blood count and c-reactive protein (crp) tests were performed with ¿normal¿ results. The next day, the patient had an emergency consultation with the healthcare professional as the oedema spread to the whole left cheek and left temple. The patient also reported ¿difficulties to chew.¿ a ¿hard oedema without visible nodule, but large inflammation¿ was noted. The patient has a CT scan scheduled. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00323 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00324 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2022-00326 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® volux¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.6., b.6., h.6., h.8.

Event description:
Healthcare professional reported injecting a patient in the lp1 with juvéderm® volift¿ with lidocaine, in the ¿full face, medium third¿, ck1, t1, ck3, ck4, lp6, c1, c2, and c4 with juvéderm® voluma¿ with lidocaine, in the ¿contours for full face¿, jw4, and jw5 with juvéderm® volux¿ and in the ck5 with juvéderm® volite¿. The patient experienced an episode of non-device related sinusitis 7.5 months later and was treated with antibiotics and corticosteroid (solupred for 3 days 40mg) therapy by their general practitioner. A few days later, the patient reported ¿oedema¿ affecting the temples and cheekbones and that they had already had a few episodes of inflammatory oedema which resolved spontaneously, without any triggering factor. The healthcare professional continued corticosteroid therapy with a gradual decrease over a total of ten days. Two months later, the patient had a dentist consultation and a dental panoramic with normal results, a month later, the patient experienced another ¿oedema¿ on the cheekbone and right-side temple, and they consulted their general practitioner, where no etiology found. The patient was told it the event was due to ¿stress¿ and prescribed anti-h1 and 2 days of cortancyl 20mg. Three days later, a complete blood count and c-reactive protein (crp) tests were performed with ¿normal¿ results. The next day, the patient had an emergency consultation with the healthcare professional as the oedema spread to the whole left cheek and left temple. The patient also reported ¿difficulties to chew.¿ a ¿hard oedema without visible nodule, but large inflammation¿ was noted. The patient has a CT scan scheduled. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00323 (allergan complaint # (B)(4)), MDR ID# 3005113652-2022-00324 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2022-00326 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® volux¿.

Event description:
Healthcare professional reported injecting a patient in the lp1 with juvéderm® volift¿ with lidocaine, in the ¿full face, medium third¿, ck1, t1, ck3, ck4, lp6, c1, c2, and c4 with juvéderm® voluma¿ with lidocaine, in the ¿contours for full face¿, jw4, and jw5 with juvéderm® volux¿ and in the ck5 with juvéderm® volite¿. The patient experienced an episode of non-device related sinusitis 7.5 months later and was treated with antibiotics and corticosteroid (solupred for 3 days 40mg) therapy by their general practitioner. A few days later, the patient reported ¿oedema¿ affecting the temples and cheekbones and that that they had already had a few episodes of inflammatory oedema which resolved spontaneously, without any triggering factor. The healthcare professional continued corticosteroid therapy with a gradual decrease over a total of ten days. Two months later, the patient had a dentist consultation and a dental panoramic with normal results, a month later, the patient experienced another ¿oedema¿ on the cheekbone and right-side temple, and they consulted their general practitioner, where no etiology found. The patient was told it the event was due to ¿stress¿ and prescribed anti-h1 and 2 days of cortancyl 20mg. Three days later, a complete blood count and c-reactive protein (crp) tests were performed with ¿normal¿ results. The next day, the patient had an emergency consultation with the healthcare professional as the oedema spread to the whole left cheek and left temple. The patient also reported ¿difficulties to chew.¿ a ¿hard oedema without visible nodule, but large inflammation¿ was noted. The patient has a CT scan scheduled. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00323 (allergan complaint # (B)(4), MDR ID# 3005113652-2022-00324 (allergan complaint # (B)(4), and MDR ID# 3005113652-2022-00326 (allergan complaint # (B)(4). This MDR is being submitted for the third suspect product, juvéderm® volux¿.